Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal, requires a software upgrade, and has a yellowed battery compartment. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. The downstream occlusion (dso) seal was found to be degraded. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.